Event description:
Upon insertion a gas leakage alarm sounded. The intra-aortic balloon was removed and replaced. No pt injury or further complications occurred as a result of this event; however, it was reported that the pt expired later due to illness.